Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a return of bladder control symptoms and pain, possibly retention, over a month ago. Caller was trying to reach a manufacturer representative (rep) because the healthcare provider said they needed to be reprogrammed. Patient reported their healthcare provider had tried to reach the rep multiple times, but nobody called them back. No further complications were reported or anticipated.